Event description:
It was reported that the patient had a history of noise on the right atrial lead, resulting in inappropriate auto mode switches. The device was programmed to ddi mode. The patients condition was normal.